Event description:
It was reported that during an unknown procedure, the device would clip but would not release from the tissue. The case was completed with another like device without any patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.